Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cassette caused smiths medical pump to exhibit "no disposable" alarm. Per reporter, residual volume was 23 ml. Per reporter, a new cassette was placed on back up pump. No adverse patient effects were reported. Per reporter, no further details were provided.